Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported that the low glucose alarm failed to sound when customer was hypoglycemic, and the customer experienced a loss of consciousness. Paramedics were called and the customer treated with glucose via IV and oral glucose. There was no report of death or permanent injury associated with this event.